Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service representative found that the rinse tubing was defective. He performed service actions, which resolved the issue. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable uric acid, bun (urea), phosphorus, and total protein results for 1 patient sample on a cobas c 503 analytical unit. The initial uric acid result was 5.21 mg/dl, and the repeated result was 39 mg/dl. The initial bun (urea) result was 5, and the repeated result was 18. The result's unit of measure was not provided. The initial phosphorus result was 2.23, and the repeated result was 3.14. The result's unit of measure was not provided. The initial total protein result was 63.7, and the repeated result was 73.6. The result's unit of measure was not provided. The sample was repeated because the initial results did not match the clinical status of the patient. The repeated results were obtained on another module.